Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer (lm) reviewed the content of this complaint further investigation. The lm reports that the root cause was not identified. According to the evaluation results, it was assumed that the image was not displayed because video communication could not be transmitted to the processor due to cable damage. It is assumed that this phenomenon occurred because of improper connection of the connector or contact failure with the processor due to foreign matter sticking to the connector contacts. The legal manufacturer reported that the contents of the instructions for use were confirmed at the time of product shipment to include statements for cable damage. The following entries were included in the package insert. The following statements are provided in the IFU to prevent damage to the cable : do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint was confirmed due to faulty cable. The labels on the unit¿s rear cover were found faded. The unit was repaired and returned to the customer. The instruction manual provides warning to prevent cable damage. ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable.¿

Event description:
The service center was informed that the device was connected to several boxes and no image appeared. There was no report of patient involvement.